Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. The cgm was reading low and the patient had difficulty keeping her blood sugars up despite eating food. Her cgm and tandem insulin pump readings were both low, and she did not check bg finger stick values. The patient is hypo-unaware and at the time of the event she started sweating, was not feeling good and felt hot. She went to the emergency room where the bg finger stick was 35 mg/dl and she was given IV dextrose. Her bg increased to 77 mg/dl and 10 minutes later dropped to 12 mg/dl. During this time the cgm readings on her phone and tandem insulin pump were between 20 to 60 points different from the bg finger sticks. She was admitted and received IV dextrose for 2 days and discharged in fair condition after 4 days. After discharge her bg values continued to be erratic and she used bg finger sticks to make treatment decisions. At the time of the patient was in stable condition. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.